Event description:
During routine testing of the device at the service center, the service technician reported, the spring holding gas a would not hold it in place. The spring was replaced. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.